Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours in the arm. Symptoms include redness, discomfort, hyperglycemia (300 mg/dl), and ketones. The patient went to an urgent care center after speaking with her hcp (health care provider) and was diagnosed with an infusion site infection. The patient reported removing the pod prior to visiting the urgent care center. The patient was treated with antibiotics (cephalexin).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies were observed on the bottom housing, environmental seal, or fluid path that would have contributed to the reported infection of the infusion site. A leak test was performed. No damages or leakages were observed. The exact cause of the reported infection of the infusion site could not be determined.